Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ping meter is giving inaccurate readings. This complaint is classified according to the documentation of the customer care advocate. The patient tests her blood glucose multiple times per day and manages her diabetes with an insulin pump. On the day prior at around 5 pm, the patient obtained a control solution result of "135 mg/dl" that was outside the control solution range of "91-121 mg/dl." At that same time, the patient's mom tested the patient at "285 mg/dl" on the subject meter. Based on the reported reading on the lfs meter, the patient's mom treated the patient with extra insulin which was calculated by the pump. The patient's mom does not recall the exact bolus amount of insulin at the time of concern. At 6 pm, the patient reportedly developed hypoglycemic symptoms of "nausea, shakiness, and fatigue." At 6:05 pm, the patient's mom treated the patient with juice and a snack. The patient's mom did not call 911 or the paramedic. During troubleshooting, the customer care advocate verified that the test strips and control solution are within the discard date and in good condition, the control solution test was not within range when a control solution test was run, the meter is coded correctly, and the testing technique was not correct. This complaint is being reported because the reporter claimed that the patient developed hypoglycemic symptoms after she took insulin based on the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.